Event description:
It was reported that t1 and t2 deployed simultaneously. All t's were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is bent. Suture and ts are free from the delivery needle. The distal end of the depth limiter is damaged/crumpled. T1 is missing its distal end. T2 and the suture show no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the observed damage. The condition of the device indicates it was subjected to excessive force. Per the device IFU under warnings "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed". The device was not returned in the condition of the reported complaint of t1 non-deployment.